Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use in a patient the cardiosave intra-aortic balloon pump (iabp), the iab was inserted at ami. The iabp was directly connected to the in-hospital power outlet and the stand and the main body were connected (hybrid) because it was driven by internal battery instead of ac drive. The iabp continued treatment . There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The iabp was unable to be turned on with the ac power cord connected to an active ac power source and batteries would not be charged either. To fix the issue, the fse replaced the power supply, and performed a preventive maintenance with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the patient with acute myocardial infarction (ami) and used with the cardiosave intra-aortic balloon pump (iabp). It was also reported that when the iabp unit was turned on by connecting it to the hospital's active ac power source and verifying that the iabp console was seated completely in the iabp cart, it was noted that the iabp unit was working on battery power. The iabp unit was used working on battery power for approximately 30 minutes. The iabp unit was then decided to be replaced, and iabp therapy was continued using another iabp unit. No patient harm, serious injury or adverse event was reported.